Event description:
It was reported that device embolization occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 27 mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination, (B)(6) 2022, transesophageal echocardiogram revealed the closure device had embolized out of the laa to the descending aorta. Chest radiographs confirmed the closure device had migrated out of the heart. A future explantation of the closure device is scheduled.

Manufacturer narrative:
D4 lot number, catalog number, expiration date, unique identifier updated g1 manufacturing site updated h1 device manufacture date updated.

Event description:
It was reported that device embolization occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination, (B)(6)2022, transesophageal echocardiogram revealed the closure device had embolized out of the laa to the descending aorta. Chest radiographs confirmed the closure device had migrated out of the heart. A future explantation of the closure device is scheduled.

Event description:
It was reported that device embolization occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination, (B)(6) 2022, transesophageal echocardiogram revealed the closure device had embolized out of the laa to the descending aorta. Chest radiographs confirmed the closure device had migrated out of the heart. A future explantation of the closure device is scheduled. It was further reported in (B)(6) 2022 the closure device was removed percutaneously. The patient fully recovered and was discharged the same day the percutaneous removal took place.

Manufacturer narrative:
B5 event description updated. D6a explant date updated.